Event description:
The rptr stated that the rotator came off during pressurizing. At the first pressure the unit worked fine, but came off on the second time. No pt injury or treatment associated with this issue.